Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had histocryl (adhesive) in the air water channel during reprocessing. During inspection and evaluation, there was a clogged nozzle by a foreign unknown material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿histocryl (adhesive) in the air water channel¿ was confirmed. The following findings were noted during device evaluation: angulation and play is out of specification, distal end jet channel leak, lens glue has a pinhole, charged coupled device (ccd) cover lens glue pin hole, plastic distal end cover sharp edge, bending rubber glue separated, bending tube deformed, connecting tube has a dent, universal cord has a scratch and connector plug unit as a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was improper cleaning as the substance had adhered air/water nozzle when it was used. The foreign material was histoacryl (adhesive). The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.